Event description:
The facility reports the pt was being transferred to the bathroom on the lift. The lift yoke came off the bottom bearing block and the pt fell backwards to the floor. The pt complained of injury to the right knee, but x-rays came back negative.